Event description:
Customer reported that pump declared alarm 20 during pumping. Blood glucose level did not exceed 500 mg/dl and remained within normal range. Customer service assisted in loading a new cartridge using the correct technique, and customer successfully resumed insulin therapy.